Event description:
Patient reported that a side by side comparison between the ss meter and a hcp meter using the same finger stick was 182 mg/dl (ss) and 115 mg/dl (hcp), respectively (>20% difference). The pt stated that they were feeling nervous at the time tests were done. On f/u, co rep discovered pt's meter is not cleaned according to MFR's product recommendations and reviewed proper way of cleaning and the importance of using control solution. The meter was replaced. There was no allegation of harm.